Event description:
The o-ring is deformed in the rotator. Injection could not be performed. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. The suspect device has not been returned for evaluation/ investigation. A follow-up report will be submitted when the evaluation is completed. Evaluation conclusions: a follow-up report will be submitted when the evaluation is completed.